Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The central processing unit was replaced and the unit was returned to service.

Event description:
The hospital reported the unit had a system restart alarm after turning on the unit. There was no report of patient involvement.